Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patients right ventricular (rv) lead was exhibiting high thresholds, high impedance, oversensing noise, and was unable to capture. A lead fracture is suspected. The lead was explanted and has been replaced. No patient complications have been reported as a result of this event.